Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a partial display on the insulin pump. The customer's blood glucose was unknown. The customer also reported experiencing low blood glucose due to the their inability to read the display. The customer reported the paramedics were called for treatment during these low events. The customer stated the insulin pump's display would get black and splotchy when exposed to the heat. The customer also stated they were unable to enter their carbohydrates since they could not read the insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.